Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The event description did indicate that resistance was felt while threading the catheter. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities; or if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "caution: do not withdraw catheter through needle because of the possible danger of shearing." Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports crna was placing epidural catheter in a laboring woman in sitting position. Epidural space was identified by lor technique, but there was difficulty in threading the catheter through the tuohy as resistance was met. The catheter could not be removed, so the tuohy and catheter were pulled out together. The catheter tip was not visualized; approximately 2 cm was left in the patient. Another catheter was then obtained and was inserted without difficulty. A CT scan was performed and a 15mm curvilinear object was seen. Neurosurgery was consulted and they stated that surgery was not necessary. At this time, the catheter fragment has not been removed.